Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of reza1524 showed no other similar product complaint(s) from these lot numbers.

Event description:
After placing PICC line in the patient and while disposing of the stylet wire, it was allegedly found to be in 2 sections; one section was reportedly 5 cm and appeared to be severed from the rest of the stylet wire. Reportedly, the part of the wire that had the break was the end that is copper in color.